Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported the console was unable to oscillate during set up and irrigation did not follow. The problem was resolved after replacing the pack with another one. There was no patient involvement.